Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement procedure. After using navigation to locate the starting point for drilling the patient's bone for placement of the glenoid cage component, it was noted that the patient's glenoid bone fractured. The fracture was treated by filling the space with bone graft and the surgeon drilled a new hole for placement of the cage to complete the procedure. Following placement, it was noted that the implant may have been placed a little higher than preferred. It is unknown how the patient is doing post-op.